Event description:
A malfunction was reported with the customer's pump, identified by malfunction code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer opted for multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support arranged for a replacement pump to be sent, and the customer was instructed on returning the faulty pump to tandem. Furthermore, steps were provided for the customer to follow upon receiving the replacement device.